Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside of the lead. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.